Manufacturer narrative:
Based on available info, the box has been opened approx 1 month and customer has had 1 or 2 positive pt results from this box. No pt samples and testing devices were returned by the customer. Retain devices performed as expected when tested by beckman coulter with positive and negative serum and urine controls and high quant clinical urine samples. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding falsely negative (-) urine test results from the icon 25 hcg test kit. Urine samples of five (5) pts (a-e) were tested with the icon 25 hcg test kit and negative (-) results were obtained. The customer indicated that serum samples of these pts were tested by quantitative method for hcg and positive (+) results were obtained: 56miu/ml, 468 miu/ml, 61 miu/ml, 465 miu/ml, and 81, 747 miu/ml for pts a-e respectively. No injury related to this event has been reported.